Event description:
Generator analysis was approved and reviewed. In product analysis (pa) lab, the generator output signal was observed for 24 hours in a simulated body temperature environment. No signs of variation were observed in the generator's output signal in comparison to the expected level of output current. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Due to a disparity in battery voltage and battery percentage consumed, the generator housing was opened for further analysis. A visual assessment found contaminates on the printed circuit board assembly (pcba) of the trimmed edge of the pcba. A postburn electrical test was performed and the generator was found to have failed multiple tests. Sandpaper was used to remove the observed contaminates from the trimmed edge of pcba. After the contaminates were removed, the generator passed all postburn electrical test except the magnet detection normal and response test due to needed updates with the test software. The contamination observed on the trimmed edge of the pcba suggests that probable electrical paths were established, which resulted in increased current consumption, and resulting low battery conditions found. Since this device is included in the m105 field action, the device was identified as one that was manufactured using the laser-routing process, which may have led to the premature battery depletion. The device history records were reviewed and confirmed that the device was manufactured when laser-routing was in use (trim test tab 08/20/2015). The device met all specifications for release prior to distribution. No additional relevant information has been received to date.